Event description:
It was reported that during a case, the adenoid blade separated from the piece that plugs into the handpiece. There was no impact to the pt.

Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on a retrospective review of complaints received by the manufacturer. Only the adenoid tip was returned for evaluation. Failure investigation of the returned device confirmed the event report the bendable section of the adenoid tip was separated from the finger grip. The most probable root cause can be attributed to the glue bond between the tubing and ginger grip. (B)(4) has been initiated to address tubing detaching from the finger grip on adenoid tip-assemblies.